Event description:
Physician was performing a laparoscopic total hysterectomy, examination under anesthesia, rigid cystoscopy and left ovarian cyst drainage. Harmonic curved shears kept tripping and being reset. Changed the cord which helped a little. Switched our disposable unit and had no further trouble. Delay surgery by approx 20 mins.